Manufacturer narrative:
The subject device has not been returned to omsc for evaluation. The exact cause of the reported event could not be conclusively determined at this time. If additional information is received, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during preparation for use, it was found that the lamp error e105 was displayed. The service department of olympus (B)(4) checked the subject device and found that the reported phenomenon was duplicated. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device has not been returned to olympus medical systems corp. (Omsc) for evaluation. Olympus korea (okr) replaced the light electric diode (led) unit and the harness unit. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. Based upon the information from okr and past similar case, omsc surmised that the contact between the fayston terminal and the led substrate connector became slightly softer, and an oxide film was generated between the connector of the fayston terminal and the led unit by repeating the lighting of the led. As a result, the contact resistance of the fayston unit increased, resulting in the reported phenomenon. There was possibility that slightly loose contact with w-led connector could have been attributed to variations in manufacturing process of the fayston terminal.